Event description:
The pump was returned for investigation. Investigation revealed a dim, faded, discolored display screen, a cracked battery compartment and a damaged audio bolus button. This report is made based on results of investigation completed on 05/18/2015.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: device evaluation: on investigation, the display screen was found to be dim, faded and discolored, the battery compartment was cracked along the side from the threads to the case seal and the audio bolus button cover was torn; the audio bolus button had normal response when tested.